Manufacturer narrative:
Device evaluated by manufacturer: customer report of pannus and hardened leaflets was confirmed. Report of regurgitation was visually confirmed due to leaflet tears. Report of shortened leaflets was not confirmed. Leaflet 1 had a 7 mm non-transmural tear beveled at the outflow aspect near the free margin, of which 1.5 mm tore through the leaflet. Leaflet 1 also had a 5 mm tear near commissure 2. Leaflet 3 had a 6 mm tear near commissure 1. Calcification was evident near the non-transmural tear on leaflet 1. The leaflets were observed to be thickened and swollen along the wireform. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4 mm on leaflet 1 at the inflow aspect. X-ray demonstrated minimal calcification along the free margin of the leaflets, which caused the leaflets to become hardened-like. Wireform distortion was observed around leaflet 1. The sewing ring was cut near leaflet 1. Based on the product evaluation, calcification and thickened tissue restricted leaflet mobility which led to stenosis. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. A manufacturing related issue was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Structural deterioration is listed as a potential adverse event in the IFU. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 29 mm mitral pericardial valve, implanted approximately twelve (12) years and six (6) months, was explanted due to mitral regurgitation. After accumulation of pleural effusion was confirmed, mitral regurgitation was also detected. In echo, the valve seemed to be constantly opened. It was unable to determine if the cause of regurgitation was due to leaflets or leakage. The device was replaced with a non-edwards mechanical valve with no adverse patient effects reported as a result of the valve replacement. Explanted valve seemed to have shortened and hardened leaflets and pannus formation was also detected. The leaflets seemed to be entirely flipped outward and especially severe on the anterior leaflet. A cuff of posterior leaflet got damaged because it was held by a tweezers at explant but relatively good condition. A cuff at anterior leaflet side seemed sticking out towards the area below non-left aortic cusps. The patient status was reported as ¿recovered¿ at ICU.